Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that error 32205 occurred intermittently and replaced energy shield monitor (esm). The system was tested and verified as ready for use. Isi did receive the esm to perform failure analysis (fa). Fa was able to reproduce the customer reported complaint. Error 32205 would intermittently appear, and monopolar energy would not activate. After troubleshooting the assembly neutral cable was determined to cause an issue. The assembly neutral cable was replaced to correct the issue. As of 26-nov-2024, a review of the site's complaint history did not reveal any related or duplicate complaints involving this product and/or this event. A log review was performed. Per the review, the following was confirmed: the reported issue occurred on (B)(6) 2024 during a nipple sparing mastectomy procedure performed on system serial# (B)(6). A review of the site's system logs for the reported procedure date was conducted by rpms quality engineer. Investigation revealed a possible related system error 32205 which indicated that the ems detected an invalid switch state for the "pad switch¿ occurred at 12:36 am(utc) and at 12:43 am(utc). Design history record (DHR) review for the system involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this issue is attributed to an intermittent electrical or fiberoptic defect on the esm.

Event description:
It was reported that during a da vinci-assisted nipple sparing mastectomy surgical procedure, the monopolar energy was not activated and showing no message. An intuitive surgical, inc. (Isi) technical support engineer (tse) had customer to replace the cautery cables, instrument and reboot integrated electro surgical unit (iesu) and relocate the energy shield monitor (esm) cable from top to bottom port. But the issue remained. The tse confirmed iesu was showing arm number. The procedure was continued robotically without monopolar use. The procedure was completed as planned with no reported injury. Isi followed up with the isi field service engineer (fse) and obtained the following additional information: system functionality checked upon powering on the system and no errors were observed. The procedure completed robotically with same iesu generator.